Manufacturer narrative:
Medications - tylenol, tekturna, zyloprim, norvasc, aspirin, lipitor, pepcid, prinivil, metformin, metoprolol, oxycodone and senna. Additional devices implanted and involved in this event: (B)(4).

Event description:
On an unknown date, the patient underwent treatment of a right iliac artery aneurysm with two cook stent grafts. On (B)(6) 2016, the patient was implanted with two gore excluder aaa endoprosthesis to reline the cook devices as well as extend distally to treat a distal type I endoleak (aneurysm enlargement unknown). Both devices were advanced up the left side and "up and over" the aortic bifurcation as the right common iliac was extremely tortuous. It was reported the devices were advanced and implanted with no issue. The delivery catheter and sheath were removed together. No notable resistance was reported during advancement or withdrawal of the graft. Upon removal of both devices it was noted that the leading olives had become completely separated from the delivery catheters. Imaging could not locate the olives. However, the physician believed they were pinned in-between the gore and cook devices. It is reportedly unknown what caused the devices leading olives to separate. It was reported as the leading olives were believed to be pinned in between the devices that the procedure would be concluded. The procedure concluded without any further complications, and the patient tolerated the procedure. The delivery catheter was discarded at the facility and is not available for evaluation.